Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer¿s father, who is a healthcare professional, reported that a ¿lo¿ (readings less than 40 mg/dl) message was received with the customer¿s sensor. The customer self-treated with food provided by his father. However, the customer became hyperglycemic and was administered novorapid insulin injection by his father. There was no report of death or permanent impairment associated with this event.